Manufacturer narrative:
Sections with additional information as of 11-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-2 error. Customer was not using the proper testing technique. At the time of the call, the customer reported having pain in her arm and thought it may be related to her diabetes; medical attention was not required at the time. During the call, a back to back blood test was performed by the customer fasting and produced test result of 137 mg/dl using truemetrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 09/17/2021 and test strips were opened one month ago.